Event description:
Report received from the study indicated that during the catheterization, the patient experienced a behavioral change resulting in dysarthria. The right proximal internal carotid artery was the target lesion measuring 6 mm in diameter by 15 mm in length with 95% stenosis present. The lesion was eccentric, ulcerated, mildly calcified, mildly tortuous and was predilated before stenting. There was no occlusion present in the contralateral carotid. The patient was asymptomatic. A distal protection device was used during the case. After the precise stent was deployed, there was 10% residual stenosis. Distal protection device was retrieved. The filter was inspected and showed no evidence of debris/thrombotic material in the filter. During the catheterization patient experienced a behavioral change immediately after stent was deployed resulting in dysarthria. There was left hemiplegia and left hemiataxia lasting less than 24 hours. The patient was diagnosed with transient ischemic attack (tia) and treated with intravenous magnesium. The onset of the event was sudden, but patient recovered fully with no deficits. The patient had a normal CT scan with revealing no infarct or hemorrhage present and was discharged in may 2007.

Manufacturer narrative:
The product is not available for evaluation and testing as it remains in the patient. Additional information will be sent within 30 days upon receipt.